Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling levers were jammed, making it difficult to engage the attachment devices. It was also observed that the triggers were jammed. It was further observed that the coupling head components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to wear on the components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device would not hold the attachment devices. During in-house engineering evaluation, it was observed that the triggers were jammed. The event was not reported to have occurred during surgery. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.